Manufacturer narrative:
A laparoscopic examination found no evidence of perforation, a CT scan however detected air in the patient's mediastinum. The instructions for use for the trufreeze system states "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray." The log file of the trufreeze console subject of the event was reviewed and there were no abnormalities observed. No additional issues have been reported.

Event description:
The user facility reported that a patient experienced abdomen discomfort following a cryotherapy with balloon dilation procedure to treat anastomotic strictures and remove granulated tissue around the surgical attachment sites from a previous procedure. The procedure was completed successfully. Post-procedure the patient's abdomen noted as distended, and pneumoperitoneum was reported. Medical intervention was administered, and the patient was discharged.